Event description:
The hosp noticed the tops of the canisters were brittle and capable of cracking after one canister lid cracked when they were snapping the lid onto the body of the canister. There was no clinical consequence and none of the canisters noted were used in a case.

Manufacturer narrative:
Conclusion: this device is available for eval and a follow-up report will be submitted upon completion of the device investigation.